Event description:
It was reported that intermittent capture at maximum device outputs was observed with this right ventricular (rv) lead after this patient fell off a roof. The physician was notified and decided to program the device to air configuration. The patient is not pacemaker dependent and will be followed in two months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.